Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The device was tested 3 times and all 3 test passed within internal specification, however, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarms high pressure during testing. There was no patient involvement.